Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (section f10) please disregard health effect - impact codes. These were entered in error.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-31-40, 6707690 - glenosphere, 40mm.

Event description:
As reported, this (B)(6) y/o female patient had a proximal humeral fracture and received a reverse l tsa on/near (B)(6) 2021. An I&d was being performed with the plan to change the humeral liner, glenosphere, humeral tray then wash out the wound and re-implant new implants of the same taken out. When re-implanting, there was a 36 liner implanted along with a 40mm glenosphere. Subsequently taken to the or on (B)(6) 2021 for an I&d. Another surgery was performed this morning ((B)(6) 2021) to exchange the 36 humeral liner for a 40mm humeral liner. This was uneventful. The humeral liner will return; however, the glenosphere is disposed by hospital.